Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI# - (B)(4). Review of the most recent repair record determined the head was worn, width plates worn, control bar had side play, and surface of dermatome worn. The head, control bar, and width plates were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the dermatome was skipping, and not evenly picking up the skin. The event occurred during surgery. There was a 1-15 min delay. An alternate device was available for immediate use. An additional unplanned graft harvest was required from the patient. No additional consequences have been reported as a result of this malfunction.